Event description:
It was reported that the jaws of the monopolar curved scissors instrument did not open or close. No add'l info was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the jaws to open and close fine when inputs are manually rotated. The tube extension is dislodged from the main tube. The keys on the tube extension have broken off. As a result, the tube extension can be rotated 360 degrees. Engineering concluded that the tube extension may have dislodged due to excessive side loading. Engineering also observed the distal end of the main tube to have two distinct sections with material removed. One section is .900" long, directly above the tube extension, and has scratch marks with scraping superimposed on each other. Roughly 2" above the tube extension and 90 degrees from the first damaged section is a 1.75" long section with light wearing on one side of the tube. A minimal amount of material is removed from this section. Based on the location and appearance, the damage may have been caused by a cannula accessory and instrument collisions. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result...."